Event description:
The company was informed that the patient reportedly experienced decrease in performance. Extensive programming changes were made. Testing of the device revealed normal functions. A CT scan confirmed electrodes inside the cochlea. The patient also reported severe facial nerve stimulation. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.